Event description:
Customer's mother called to report that the insulin pump alarmed no delivery. Customer's mother also reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's mother reported that the customer was not getting any insulin for three days because of kinks in the infusion set. Customer's blood glucose reading was 400 mg/dl. Troubleshooting was done. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.